Event description:
Call with bard on [redacted] and [redacted] with [redacted] medical urology leadership and supply chain to discuss their failure to supply products that work. These continue to fail mid-procedure. This event: during a scheduled prostate biopsy, the bard max-core biopsy instrument (model mc1825) misfired and failed to obtain a tissue specimen. The device did not deploy as intended, resulting in no sample collection. Manufacturer response for disposable biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).